Manufacturer narrative:
Medical images were provided and reviewed. A manufacturing review could not be performed as the lot# was unknown. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years ten months post port device implant, a dye study confirmed port catheter fracture and normal saline leak. Reportedly, there was extravasation of contrast medium confirmed. The patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history records review could not be conducted for the investigation as the lot number was not provided. Investigation summary: one powerport MRI isp with attached groshong catheter was returned for evaluation and two medical images were provided for review. The visual, microscopic visual evaluation shows multiple puncture access and incision of the port septum. The tube was distinctively curved. A partial circumferential break was noted just distal to the cath-lock. The edges of the break were jagged and rounded. Multiple bends were noted along the length of the catheter. Therefore, the investigation is confirmed for the reported port catheter fracture and saline leak as the fracture was evident in the catheter during sample evaluation which led to saline leak. Based on a review of the images, the investigation is confirmed for the reported port catheter fracture and saline leak as the provided image shows the contrast extravasation at the point of insertion of the catheter and catheter fracture. A definitive root cause could not be determined. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4, h6 (device: 2988). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years ten months post port device implant, a dye study confirmed port catheter fracture and normal saline leak. Reportedly, there was extravasation of contrast medium confirmed. The patient status is unknown.